Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a synthesis of a triplane fracture of the right inferior tibial there were small pieces of the guide wire, fragments, in the tibial apophysis that could not be removed. It was difficult to realize osteosynthesis. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the threaded tip of the guide wire is broken off and was not sent back. The wire is partially deformed and has stress marks. The measurable dimensions of the guide wire were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard (iso 5832-1). The microscopic view has shown that the fracture face is homogenous, which indicates material conformity. No product fault could be detected. The exact cause of this occurrence cannot be defined afterwards. We found that the guide wire is partially deformed and has clearly visible stress marks at the shaft and especially above the fracture face. Based on these findings it is likely that a mechanical overload during use caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.